Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The received gel stent was severed on one end. The gel stent was hydrated and reviewed under magnification. After visual inspection of the returned packaging no other pieces of the gel stent was recovered. The reported complaint could not be confirmed as the returned xen gel stent did not identify any anomalies that could have contributed to alleged complaint. The xen injector was not return for further investigation. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification to ensure that the conforming xen implant is properly loaded into the injector and the retention plug is placed on the needle. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported during a needling procedure of a xen45 gts, the unknown eye conjunctiva was macerated. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62578. The reported events of conjunctival perforation, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. Warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported during a needling procedure of a xen®45 gts, the unknown eye conjunctiva was macerated. The device has been explanted.